Event description:
The customer reported on (B)(6) 2010, that the optical switch malfunctioned.

Manufacturer narrative:
(B)(4). The customer reported on (B)(6) 2010, that the optical switch malfunctioned. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.